Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed vanc patient result was obtained on the dimension vista 1500 system. The customer stated that the cause of the discordant depressed vanc result was determined to be sample-related. The customer declined to further troubleshoot the incident as the customer was confident that the repeat result matched the patient's clinical history. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista 1500 system. The result was reported to the physician who questioned the result. The same sample was reprocessed on an alternate instrument and a higher result was obtained. A corrected result was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin (vanc) result.